Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the faulty main board, focus unit, and switch regulator likely caused the phenomena. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that evis exera iii xenon light source (asset return) brightness adjustment does not work. It starts okay and went dim. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event of device would not self-adjust due to a faulty main pc board and faulty iris controller. Additionally, the switch regulator was faulty causing spare lamp to come on intermittently. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.